Manufacturer narrative:
B6. Relevant tests/laboratory data, including dates; corrected information, initial report inadvertently omitted information known prior to submission.

Event description:
Device evaluation was completed.

Event description:
It was reported that patient's battery depleted sooner than expected. The generator was replaced due to battery depletion and received for analysis. Device history records were reviewed for the generator. The generator passed final quality and functional specifications prior to release. No other relevant information has been received to date.